Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/14/2023, it was reported by a sales representative via sems-06400947 that an ar-6480 pump will not power on. They have reseated cable and swapped cables and it still does not work. The case was completed with another device with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system batch/serial number (B)(6) was returned for investigation. The returned device was visually inspected, and several marks and scratches at the top of the housing were noted. The pump was connected to the power cable and turned on with no response/reaction. The power cable was swapped, and the pump still didn¿t work. The device¿s housing was opened and inspected for any damage/burn, and no issues were observed. The most likely cause(s) for the reported failure could be a user error, as the device is relatively new to have power issues. The manufacture date for this device is 2022.